Manufacturer narrative:
The device history record review could not been performed since the lot number was not provided. One sample was returned for investigation. During visual inspection, it was observed that the silicon was detached from the mystic connector, however a test was performed and the silicon was connected again to the mystic connector and was tested trying to duplicate the detachment, as result, no detachment was observed during the test. The customer issue was not confirmed, however, the possible root cause could be related with the stretching of the peristaltic (silicon) tubing before usage or an incorrect placement in the pump causing additional stress to the tubing and causing the detachment. Corrective actions are not required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tubing severed/split into two pieces when it was inserted into the pump.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.